Manufacturer narrative:
The pt's blood pressure medications were adjusted and the blood pressure was brought down to about 180 systolic and diastolic was unk. The pt's current blood pressure was 180/79. The pt's sugar level was slowly coming down (level unk) once insulin doses were adjusted. The pt's next two euflexxa injections in both knees were scheduled for (B)(6) 2015 and (B)(6) 2015. At the time of reporting, the outcome of the reported events was not recovered. Medical history was provided. Concomitant medications were provided and included insulin (type and dosage unk). Reporter causality: implied.

Event description:
Blood sugar level was up to 600 (blood glucose increased) blood pressure increased up to approximately 200/136 (blood pressure increased). Case description: this serious spontaneous device report was received from a consumer in the united states. The pt, a (B)(4) female experienced sugar level was up to 600 and blood pressure increased up to approximately 200/136 after first euflexxa intra-articular injection (1% sodium hyaluronate) every three weeks to both knees for knees deterioration (lot number: unspecified. Expiration date: unspecified). On (B)(6) 2015, the female pt initiated euflexxa therapy and received her first injection. On (B)(6) 2015, the pt noticed a sudden rise in her blood pressure and sugar level. The pt's blood pressure increased up to approximately 200/136. The sugar level was up to 600. The pt went to the emergency room (ER) on (B)(6) 2015 and (B)(6)2015 for several hours each time and was released the same day.